Manufacturer narrative:
(B)(4). The serial/lot number was not provided. Therefore, no manufacturing date is available.

Event description:
It was reported that, during prior to use testing, a nurse found that the tracheal tube cuff would not inflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was performed, and it was observed the inflation line exhibited a leak. Inflation / deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that it immediately deflated. The customer reported malfunction was verified. However, a perforation of this magnitude would have been detected during the 100 % inflation test. Therefore, the defect was not confirmed to be related to the manufacturing process.